Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the starclose se device got stuck in the femoral artery in unexpected scar tissue with bent locator wings. It was impossible to remove system from patient. Patient was referred to open surgery and the device was removed. Hemostasis was achieved surgically. The patient is fine. There was no reported adverse patient sequela. There was a clinically a significant delay in the procedure due to the surgical removal of the device. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to perform a femoral angiogram. (B)(4). Evaluation summary: the complaint device was returned. The reported difficulty to remove and bend to the vessel locator was confirmed based on returned device analysis. The reported difficulty to remove and bend to the vessel locator appears to be use technique related. The reported treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Information received indicates that a femoral angiogram was not performed. It should be noted that the starclose instructions for use (IFU) states to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: femoral angiogram was not performed. The safety release mechanism was used during the attempted device removal prior to the surgical removal of the device. The level of anesthesia was changed from local to general for the surgical procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.